Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16542.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had insufficient oxygen. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) confirmed the customers reported problem (low oxygen pressure). It was then reported that an oxygen source was detected and it was found that the device was normal. The fse then stated that the issue was from the oxygen source. It was then reported that the oxygen source was detected. No parts were replaced to resolve the issue, per the fse response. The device was reported to be returned to full functionality.

Manufacturer narrative:
(B)(6).